Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss suture retrieval issue was noticed for the three proglide devices. A fourth proglide suture was used to preplace a suture; however, during the attempt in the very deep artery, after inserting very far down, the footplate would not retract. Eventually, the footplate lever retracted; however, the feet of the proglide did not retract. There was much resistance attempting to remove the device; it was stuck. The vessel was not damaged. Surgery was used to remove the device. The procedure was aborted. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.